Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts") and cystitis ("cystitis"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cyst and cystitis outcome was unknown. The reporter considered cyst, cystitis and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts") and cystitis ("cystitis"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cyst and cystitis outcome was unknown. The reporter considered cyst, cystitis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.